Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had experienced a hypoglycemic event and had lost consciousness. Pt reports that at the time of his episode his bg was 32 mg/dl while cgm was reading 113 mg/dl. Paramedics were called and attended to pt. Pt claims that he has been experiencing inaccuracies throughout the days leading to his episode. At the time of his call to dexcom technical support pt was feeling fine.